Manufacturer narrative:
(B)(4). The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Device was discarded as bio hazard.

Event description:
It was reported that during a procedure, while the anchor was being inserted into the patient, the inserter tip fractured off into the patient's bone and was retrieved. No surgical delay was noted. No additional patient consequences were noted. No additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.